Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a power cord looked charred. The pdrn stated the cycler was fine and just the power cord looked damaged. The patient was not connected at the time of the call. The power cord was replaced. Upon follow-up, the pdrn stated the patient had reported the power cord looked charred at the plug. The patient did not know the cause of the damage, and stated no damaged was noted on the outlet itself or on any other components. There was no burning smell, smoke, melting, or arcing noted, and there were no reports of sparks or flames. The pdrn stated the patient was not connected at the time of the call. The patient was trained on continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment if needed and stated the patient was able to continue use of the cycler with the current power cord pending receipt of the replacement power cord. The pdrn stated the patient is a truck driver and has not yet come home to swap out the power cord, but has not reported any issues using the current power cord at this time. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of physical damage on power entry module due to damage on prongs. Original power cord belonging to the cycler was not received in failure analysis. There were no visual indications of particulates within the cassette area. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. There were visual indications of dried fluid under the pump assembly on the bottom cover. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. Voltage verification check passed. Valve actuation test passed. System air leak test passed. Pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems. Mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a thermal problem with the power entry module and an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a power cord looked charred. The pdrn stated the cycler was fine and just the power cord looked damaged. The patient was not connected at the time of the call. The power cord was replaced. Upon follow-up, the pdrn stated the patient had reported the power cord looked charred at the plug. The patient did not know the cause of the damage, and stated no damaged was noted on the outlet itself or on any other components. There was no burning smell, smoke, melting, or arcing noted, and there were no reports of sparks or flames. The pdrn stated the patient was not connected at the time of the call. The patient was trained on continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment if needed and stated the patient was able to continue use of the cycler with the current power cord pending receipt of the replacement power cord. The pdrn stated the patient is a truck driver and has not yet come home to swap out the power cord, but has not reported any issues using the current power cord at this time. There was no patient involvement associated with the reported event.